Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Patient called us reporting that his cannulas present leakage. No adverse event reported. Patient will be sent new cannulas for replacement. He will send was a sample of the same lot number.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.